Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however information from the field revealed the event was potentially due to lead dislodgement.

Event description:
The patient presented to the hospital after receiving inappropriate high voltage (hv) therapy. Upon interrogation, oversensing on the right ventricular (rv) lead was noted. Diagnostic imaging confirmed the rv lead was dislodged. The physician turned hv therapy off and hospitalized the patient for lead revision. The lead was explanted and replaced. The patient was stable with no adverse consequences.